Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 600 mg/dl. As the customer was ¿incapacitated¿, school nurse assisted the customer and administered insulin injections to address elevated bg. Customer did not provide further clarification regarding the event. Customer¿s healthcare provider reverted the customer to using manual injections for insulin therapy as the customer was not able to control bg while using the pump. Customer did not report any pump issues. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.